Manufacturer narrative:
Concomitant medical products: non-cfn extension set; therapy date (B)(6) 2017. The customer¿s report that the tubing leaked from a small hole in the tubing was confirmed. Visual inspection of the set observed that the tubing had a pinched cut approximately 24 inches above the distal male luer. The cut on the tubing measured 0.017 inches long. Functional and pressure testing was performed; a leak was observed from the pinched cut in the tubing. The root cause of the leak was a hole in the tubing.

Event description:
The customer reported that during a secondary infusion of benadryl which was connected to an unspecified maintenance primary infusion, a pinhole was noted in the primary tubing and fluid leaked on the floor. The patient had previously ambulated and the tubing was dragged on the ground. They are not sure if the tubing got caught up in something that led to the pinhole. Blood back flowed from the patient's peripheral catheter and blood cultures were drawn due to potential contamination. There was no patient harm.